Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that system diagnostics were run on a vns system and they returned a high impedance result with dcdc 7 and output status limit. The battery status indicated neos=no. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. It was reported that the pulse generator of the patient was disabled. No known surgical interventions have occurred to date.

Event description:
Further information was received indicating that x-rays were reviewed by the healthcare professional and they were found to be unremarkable. Available programming and diagnostics history was reviewed and it confirmed that system diagnostics returned normal impedance results through (B)(6) 2010.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.